Manufacturer narrative:
The impella cp optical was returned and an investigation was conducted. The device was free of any visual deficiencies. The returned data logs could not confirm a relationship between the perforation and the operation of the device.

Manufacturer narrative:
The impella cp optical has been obtained and an analysis is underway. A supplemental report will be filed upon completion of the investigation.

Event description:
The complainant reported a (B)(6) year old male patient presenting with "deep" cardiogenic shock, receiving cardiopulmonary resuscitation prior to being taken to the hospital. The impella cp optical was selected for hemodynamic support while percutaneous coronary intervention was performed. During support, the impella had perforated the left ventricle and the patient developed a pericardial tamponade. Surgical intervention was performed and the perforation was patched successfully.